Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Instructions for use for the related event are as follows: access site bleeding - section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ limb ischemia - impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported that shortly after arrival at ICU from impella cp placement oozing was observed for the right groin site. Heparin was paused and two units of prbcs were administered. Additionally, the rn was unable to hear previously positive doppler right pedal pulses. A reperfusion catheter was placed.

Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. The root cause of limb ischemia could not be determined since the product was not returned and insufficient clinical details were provided. The root cause of access site bleeding was most likely patient movement since patient started oozing after arriving to the post procedural area. H10 investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29277. H6 health effect - clinical code 1842 was erroneously entered on the initial manufacturer device report number 1220648-2025-29277. Correct code added h6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29277.